Event description:
During the construction of 3d geometry in the left atrium, a fracture was noted in the distal region of the catheter. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fracture remains unknown.

Manufacturer narrative:
One duodecapolar, double loop, inquiry afocusii diagnostic catheter was received for evaluation. The reported fractured in the catheter shaft was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured catheter shaft remains unknown.